Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/7/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the dehiscence occur intra op or post op? How was the dehiscence treated? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Additional information was requested, the following was obtained: please confirm the number of patients/procedures in which the suture thread broke. Please confirm the number of patients/procedures in which the needle detached from the suture. No to multiples reports. They have only reported one event. They express that this type of incidents could potentially affect the safety of their patients. What I understand when our patients say is that having problems or eventuality with some supplies can put them at risk, but not that it has happened multiple times. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that the sutures have quality defects, specifically in that the thread separates easily from the needle or the thread breaks easily. This is causing dehiscence, which puts the health of our patients at high risk considering the serious conditions they suffer from. The needle detaches from the suture and also bursts. There were no patient consequences reported. Additional information was requested.